Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the they allege insulin pump was over delivering. Customer stated that they experienced low blood glucose level and was treated with glucose tablet. Customer reported that the retainer ring was chipping. The customer stated that the reservoir was lock in place. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.